Manufacturer narrative:
Additional medwatch information provided: mw5070561.

Event description:
On july 17, 2017, received a copy of the medwatch report from FDA, which states "tubing falling apart. The spin collar has become separated from the tubing when it is disconnected from the patient, the collar has come off prior to being connected, and also during infusion. This matter has been previously reported to the manufacturer."

Manufacturer narrative:
The customer¿s report of the spin lock separating from the male luer was confirmed. Visual inspection of the set noted the spin lock was completely separated from the male luer and was loose inside the sample bag. There was no discernible damage or sign of excessive force observed on the luer barb or lock. Functional testing was not performed due to the separation. The root cause of the failure was not determined.

Manufacturer narrative:
Concomitant medical products: 3 ml bd syringe, lot number: 3128803, exp: 2018-10-01, therapy date: unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ tubing falling apart. The spin collar has become separated from the tubing when it is disconnected from the patient, the collar has come off prior to being connected, and also during infusion. This matter has been previously reported to the manufacturer. "